Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped due to oversensing and low pacing impedances of less than 200 ohms. Noise was also reported. Should additional information be received, this file will be updated.